Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. Customer received guidance from technical support to perform a pump reset, and after the reset, the error did not reoccur, allowing the customer to successfully start their sensor session.